Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) system was explanted with difficultly and surgical intervention was required. Ipg system was replaced successfully. No further patient complications have been reported as a result of this event.